Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stent deployed to contralateral graft limb. Type I superior endoleak stented. Unable to advance contra wire.